Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent a knee surgery and the ipg was placed in surgery mode. Troubleshooting was unable to recover the ipg. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
Correction: e1: reporter establishment name. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.